Event description:
It was reported that a flogard infusion pump constantly alarmed for air. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A device history review, alarm log review, visual inspection, and service history review were not able to confirm the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.